Event description:
The customer witnessed the cell-dyn 4000 analyzer aspirate twice from the sample in position number one of the sample rack. Position number two was not sampled. No error / alert codes or flags were generated by the analyzer. The analyzer assigned results to patients in both position one and position two. The analyzer then advanced the rack to position #3 and proceeded to aspirate and process samples as expected. The customer was concerned that no alerts for the failure of the sample rack to advance were generated and that the possiblity of recurrence remains. There is no impact to patient management reported.